Event description:
During post-operative x-rays the surgeon noticed that a pin/drill bit (probably drill bit) was left in the patient's femur. It was reported that the instrument is intact and not broken. Drills are attached to the motorized hand piece but were used for fixation. This patient had very soft bone and the femur had to be recut. The surgeon believes that the instrument will not cause any patient harm and has chosen to leave it in place.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 08 june 2018 immediate postoperastive x-ray shows the presence of a foreign body, probably a drill bit, in the femoral canal. The position of the device doesn't interfere with knee joint or bone-femoral component surface. This event, according to report, was not caused by a stuck component or a difficult in retrieval, so there is no reason to suspect that it was originated by a faulty device